Manufacturer narrative:
The ge rep performed an on site investigation. The power source voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up properly. No report of pt injury.